Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen became dim and faded. In addition, it was reported that the pump touchscreen registered clicks without user interaction. Customer¿s blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.